Event description:
During a routine shift check by a clincian, the device displayed a 'defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfucntion.

Manufacturer narrative:
Zoll medical corporation has received the product.